Manufacturer narrative:
The field application specialist determined the sdr ii solution was being topped off and the bottle on the ise rack was crusted over with crystals and had not been changed since 3/9. He replaced the bottle with a new one and poured fresh sdr ii. He recalibrated and had a successful calibration and qc. To verify the analyzer operation, he reran calibrators as unknowns and recovered bottle values and also reran survey material that failed and it was now in acceptable range.

Event description:
The user failed a proficiency survey for two samples. Sample 1 initial vancomycin result was 19.5 ug/ml, repeat result on (B) (6) 2010 was 13.4 ug/ml, repeat result form a sister lab on a cobas 6000 was 0.5 ug/ml. The acceptable range was 1.0-5.1 ug/ml. Sample 2 initial salicylate result was 8.1 ug/ml and repeat result on (B) (6) 2010 was 34 ug/ml. The acceptable range was not provided. No patient results were affected. The vancomycin reagent lot number was 60847301. The salicylate reagent lot number was not provided. The field service representative could not reproduce the issue and replaced cleaner valves over the transfer head and probes. He determined an fp calibration was needed and ran the fp calibration with no errors. The user also calibrated the assays.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent damage occurred. Upon opening the package, the physician realized that the 2.50x32mm taxus liberte stent struts were already opened. There were no patient complications reported and the procedure was completed with another of the same device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.